Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Moreover, all lead measurements remained within normal limit outside of observable noise. This ra lead was explanted. No additional adverse patient effects were reported.